Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss over one hour of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot. Pass. Perform receiver pairing tests: pass. Perform receiver functional tests: pass. A review of the receiver logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.